Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported via a manufacturer representative (rep) an alleged overdischarge. The last successful recharge was about six months ago. The patient moved and lost the recharger and programmer. Additional information received from the rep indicated no troubleshooting or actions were done, and the patient wanted to get a prime battery replacement. No patient symptoms were reported and the device was indicated for lumbar radiculopathy.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from manufacturer representatives reporting that the patent had not used their rechargeable device for the past 8 years and the patient had not charged the implant. The implantable neurostimulator (ins) was replaced on (B)(6) 2016 with a non-rechargeable ins.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.